Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic probe had no aspiration during vitrectomy surgery. The surgery was completed by replacing a new product. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected. Visual inspection confirmed that the aspiration line of the unused probe manifold was bent at the tubing insertion to the probe engine. The defect prevented fluid from flowing from the probe to the cassette. A calibrated console representing the current software version was used to test the sample. A system message code 3305 appeared on the console screen during priming sequence. The folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell prevented the sample from priming and causing aspiration failure. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).